Event description:
It was reported that the patient presented at the emergency room experiencing discomfort from extra cardiac stimulation. Upon inspection, it was noted that the right ventricular lead exhibited failure to capture due to dislodgement from twiddler's syndrome. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.